Event description:
Customer reported damage to pump housing around the usb port, impacting ability to charge the pump, though the pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump, and the customer was instructed on how to use storage mode and return the damaged pump within ten days using a prepaid label.